Event description:
Caller reported cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which resolved the issue, and the customer successfully started a new sensor session.